Event description:
It was reported that during a hand assisted low anterior resection procedure, the device was fired, but the crunch was not heard and it did not cut or staple. Upon removal, the anvil separated from the device. The anvil was retrieved. Another device was used to complete the procedure. The surgeon is keeping the patient for observation. The pt still has not eaten and remains in the hospital.

Manufacturer narrative:
Information anticipated, but unavailable at this time.